Event description:
As reported, in 2005, this pt was implanted with gore excluder aaa endoprostheses for an abdominal aortic aneurysm. A proximal type I endoleak was found and repair was attempted with an aortic extender component. The type I endoleak was noted on subsequent exams (prior to event date, in 2006, and one month later and in 2007). However, the aneurysm has decreased in size. Pt will follow-up yearly.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Proximal type I endoleak. Also implanted in the pt pxc141000/lot#03880361, pxa230300/lot#040762114 and pxa230300/lot#03844859.